Event description:
The pt contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist spoke with the pt in 05/05. The pt stated that the reported meter had not worked for about 2 weeks. They replaced the meter battery and it still did not power on. They continued taking their fixed daily dose of 15 units of lente insulin every morning. The pt does not adjust their medication based on their meter results. At the time of concern they had a headache and was dizzy and confused they had never had these symptoms before. They attempted to test with the meter and it would not power on. Their family member called emt. The pt did not know what result was obtained by emt. Emt took the pt to the ER where a result of 289 mg/dl was obtained on the hosp meter. The pt was treated with an IV and insulin. They was admitted to the hosp for 1 and 1/2 months with an infection of their leg and treated with antibiotics. Their daily insulin dosage was increased on discharge to 27 units/day. There is an indication that the product contributed to the pt experiencing injury and medical intervention. The meter, test strips, and control solution were replaced.